Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an avm (arteriovenous malformation) in the anterior tibial artery using a pod coil, pod packing coils (packing coil), a lantern delivery microcatheter (lantern), a non-penumbra glide catheter, a non-penumbra sheath, and a glide wire. During the procedure, the physician successfully placed a pod coil into the target vessel through the lantern. While advancing a packing coil through the lantern, the physician experienced resistance at the distal end of the lantern. The physician removed the packing coil. No damage was noted to the catheters under fluoroscopy. The physician advanced the same packing coil through the lantern; however, resistance was noted at the distal end of lantern. The physician decided to remove the packing coil. While removing the packing coil, the embolization coil unintentionally detached partially within the lantern and partially in the target vessel. The physician injected saline to push the embolization coil into the aneurysm. It was reported that the same issue occurred with a second packing coil. While removing the packing coil, the embolization coil unintentionally detached partially within the lantern. The lantern containing the detached embolization coil was removed. The procedure was completed with a new lantern and a new packing coil. There was no report of an adverse effect to the patient.